Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID hh90t01 serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 02-nov-2020, UDI#: (B)(4). H3. Tm90t0 communicator - analysis found some scratches on a front case. Analysis also found tm90 recharging circuitry is damaged (l3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient reported that the communicator is not charging anymore, which he noticed on friday (B)(6) 2024. The patient has charged it for 24 hours and it is still orange/yellow/whatever color. When they try to connect to the pump, the handset says the communicator battery is too low and to charge the communicator. Patient also stated it is taking 30 seconds to a minute to connect to the pump and that it seems to lag at 91%/. Agent reviewed general use of the external devices and had the patient toggle off wifi. The patient mentioned they have had this device for 3. 5 years and it has never done this until the last month or 2 months. An email was sent to the repair department for a replacement device. No patient harm reported.